Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's father reported via phone call that the customer was hospitalized due to high blood glucose on (B)(6) 2017 with blood glucose of over 600mg/dl. Customer's father also stated that the patient experienced low blood glucose of 47mg/dl. Customer treated with manual injections for highs and food and glucose tabs for the low readings. Customer's father stated that the customer was feeling sick and was also on dialysis. The customer was wearing the insulin pump during the hospitalization. Customer eventually called and reported a battery out limit alarm and also confirmed hospitalization information. Battery out limit alarm was found to be normal pump behavior during troubleshooting. Customer was advised to change the infusion set, reservoir and insulin and to treat per healthcare professional's recommendation. The insulin pump will not be returned for analysis.